Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) burst when it was "combined" with the sheath and inflated. There was no reported patient injury. The device was used for hemostasis after a percutaneous coronary intervention (pci) procedure. The device "tested" normally. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position. The syringe and procedure sheath were not returned with the device. Per functional analysis, inflation/deflation testing was performed, and the results revealed a leak in the balloon of the returned device. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 4 mm from the balloon neck was revealed. A product history review of lot f2114502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as calcium, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. However, based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determined. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2114502 presented no issues during the manufacturing process that can be related to the reported event. The device has shipped for analysis but confirmation of receipt by analysis lab has not been received yet. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst when it was "combined" with the sheath and inflated. There was no reported patient injury. The device was used for hemostasis after a percutaneous coronary intervention (pci) procedure. The device "tested" normally. The device will be returned for evaluation.